Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2011. (B)(4).

Event description:
A nurse reported a patient with dysphotopsia and waxy and cloudy near vision making it difficult to thread a needle following intraocular lens implant (iol) surgery. She stated a refractive enhancement was performed postoperatively at which time the patient started to experience her symptoms. She stated the iol was exchanged for another model iol and the patient's symptoms have resolved.